Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned starclose se device found it was fully clip deployed. The safety release button had been pushed inward out of the retaining tabs, rather than sliding the button distally. This indicates the button had been pushed down displacing it into the handle after clip deployment. The thumb advancer was correctly unlocked 4 mm proximal of the finger loop, where completion of the thumb advancer takes place, but it had not been retracted as far proximal as possible. Retraction of the thumb advancer could not be completed during testing in the lab due to the displaced release rod creating resistance. It should be noted that the safety release is only operative prior to clip deployment, and it is not functional after clip deployment until the dilator access ports have been utilized. The bent locator wings are consistent with a difficult device removal. The most probable cause for the bent locator wings is compaction of subcutaneous tissue between the distal end of the tube set and the locator wings during thumb advancer deployment through the tissue tract which may create distal forces resulting in bending of the locator wings and subsequently contributing to difficult device removal and failure to achieve hemostasis. These finding are consistent with and confirm the reported experience. Based on the inspection criteria and the analysis the probable cause for the reported difficult removal and subsequent failure to achieve hemostasis with this device is related to operational context during use. No manufacturing or quality deficiency was detected. A review of the finished device history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of a common femoral artery after a superficial femoral/popliteal arterial, interventional procedure. Reportedly, after completing all the deployment steps the device was difficult to remove. The access ports were used and the thumb advancer retracted and the device came out of the patients anatomy; however, bleeding was still observed. The physician indicated that the clip did not take. Hemostasis was achieved using manual compression. Though requested, no additional information was provided.